Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were missing from the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. As reported by the customer, "lot number 8213794 for 309657 is also missing scale markings. Customer came across this item when checking items 309657 and 309606 from bd recall, event-2019-01979-becton dickinson. Following are the lot numbers from recall. Material 309657 lot 830357 and material 309606 lot 8307694. Lot 8213794 material 309657 was not part of recall, but customer reported item is missing scale markings."

Manufacturer narrative:
H.6. Investigation: one photo and one 3ml syringe in an opened blister pack from batch #8213794 (p/n 309657). Was received and evaluated. It was observed the syringe had a skewed scale with no markings below the 1.5ml grad line. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative action was opened to investigate. CAPA#753644.

Event description:
It was reported that the scale markings were missing from the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. As reported by the customer, "lot number 8213794 for 309657 is also missing scale markings. Customer came across this item when checking items 309657 and 309606 from bd recall, event-2019-01979-becton dickinson. Following are the lot numbers from recall. Material 309657 lot 830357 and material 309606 lot 8307694. Lot 8213794 material 309657 was not part of recall, but customer reported item is missing scale markings."